Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The lead was capped and the patient was discharged.